Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction surrounding the sensor insertion area occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The patient developed a skin reaction on her abdomen with severe irritation and an itchy and painful rash. The patient consulted her general practitioner physician as she thought the site was infected. The doctor determined the site was not infected, instructed her to clean it with alcohol, and did not prescribe any other treatment.